Manufacturer narrative:
H3: the pump was returned and analysis found residue in the motor gear train. Analysis also identified wearing on the upper shaft of gear number one. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of on (B)(6) 2021: lioresal (500.0 mcg/ml) at a dose rate of (137.88 mcg/day). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (500mcg/ml at 137mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient reported hearing an audible alarm from pump on or around friday and over weekend they developed itching and increased muscle tone. They saw the healthcare provider (hcp) today and it was confirmed the logs reported a motor stall and 48 hour tube set, with no recovery noted. The patient was referred for pump replacement on (B)(6) 2021. It was unknown if there were external factors. The patient had been scheduled for an end of life replacement later this month. The patient was managed with medications in the hospital to keep them comfortable. The issue was not resolved at the time of the report. The patient's medical history and weight were asked but unknown.